Manufacturer narrative:
The customer reported that a tech was inspecting an mp70 and it fell from its mounting arm and landed on his shoulder. The mounting plate/housing had been physically damaged. The primary info supports that this was due to use outside normal and expected. Philips is in the process of obtaining add'l info concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that a technician was inspecting an mp70 and it fell from its mounting arm and landed on his shoulder.